Event description:
Following the insertion of the mon a therm foley catheter with temperature sensor it had a reading of 34.8, but upon using a rectal probe thermometer the reading was 36.4, there was no patient injury.